Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the tip of the device was damaged. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of band was detached. Block h10: the returned speedband superview super 7 (handle assembly, ligator head and the irrigation) was analyzed, and a visual evaluation noted that the ligator head was returned with the shrink wrap partially removed, however, it had one band moved from its original position. The bands were not damaged. The handle and the trip wire did not present any problems. The suture thread was cut; however, this condition didn't represent a problem. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head was returned with the shrink wrap partially removed; however, one band moved from its original position. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have slipped the wire inaccurately affecting the functionality of the device. The suture tension may not have been correct, bending the teeth, causing inability of the device to deploy the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the tip of the device was damaged. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.